Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the lead heating, discharging on its own, and not creating a relaxing level of stimulation was not determined. Reprograming of the device was carried out in order to resolve the issues. Also, it was assumed that the issues were resolved at the time of this report. There were no further complications or anticipations reported with this event. Refer to regulatory report:(B)(4) us FDA - MDR relating the first implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 977a260, serial#: (B)(4), implanted:(B)(6) 2016, product type: lead. Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 19-jan-2020, UDI#: (B)(4). Product ID: 39565-65, serial/lot#: (B)(4), ubd: 20-aug-2018, (B)(4). Reference manufacturing report # 3004209178-2019-07448 for report on the other ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative about an implantable neurostimulator (ins) implanted for spinal pain and radiculopathy. It was reported that the patient was going to be seeing a surgeon on wednesday of this week to address a problem with his batteries. They explained that one of the wires attached to the ins was discharging on its own. Patient services asked for a date for when the patient first noticed this issue, and they answered "like 3 months". The patient also reported that the leads did not create a relaxing level of stimulation because his leads were heating up. Patient services asked a date for when the patient first noticed this issue, but the patient answered it was since the last time he met with the rep. The rep contacted via email on (B)(6) 2019 to state they had not known of the lead heating at their appointment with the patient a year ago. They stated the patient had said their stimulation was high a year ago, and they suggested they turn it lower and had not been contacted again by the patient. No out of box failure was reported. No further allegations/complications were reported.